Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having the device removed for a MRI scan, due to multiple sclerosis. The healthcare professional (hcp) was having trouble with contacts 0<(>&<)>1. The rep wanted to know the ramifications for MRI if 0<(>&<)>1 contacts could not be removed. The rep later reported that the fluoroscopy image showed that contact 0 <(>&<)>1 were stuck in the foramen. They looked separated from 2<(>&<)>3. The doctor stopped pulling back on the lead. The lead appeared to be stretched between 1<(>&<)>2 once it was removed. The led did look like that prior to the doctor pulling on it. The lead ended up coming out in one piece. Nothing was left behind, so it was successful.